Manufacturer narrative:
Review of crrid plate images: a3- negative reaction/ 3 reaction strength- visually negative (heterozygous for e). B3- negative reaction/ 3 reaction strength- visually negative. C3-negative reaction/ 6 reaction strength- visually negative (homozygous for e). D3-negative reaction/ 4 reaction strength- visually negative. E3-negative reaction/ 5 reaction strength- visually negative. F3-negative reaction/ 6 reaction strength- visually negative (heterozygous for e). G3-negative reaction/ 2 reaction strength- visually negative. H3-negative reaction/ 1 reaction strength- visually negative. A4-negative reaction/ 3 reaction strength- visually negative. B4-negative reaction/ 4 reaction strength- visually negative. C4-negative reaction/ 6 reaction strength- visually negative. D4-negative reaction/ 5 reaction strength- visually negative. E4-negative reaction/ 4 reaction strength- visually negative. F4-negative reaction/ 5 reaction strength- visually negative. Sample was then tested using the crrid extend panel plate: a1-negative reaction/ 5 reaction strength- visually negative. B1-negative reaction/ 0 reaction strength- visually negative. C1-negative reaction/ 4 reaction strength- visually negative. D1-negative reaction/ 1 reaction strength- visually negative. E1-negative reaction/ 2 reaction strength- visually negative. F1-negative reaction/ 5 reaction strength- visually negative. G1-negative reaction/ 6 reaction strength- visually negative. H1-negative reaction/ 12 reaction strength- visually negative (homozygous for e). A2-negative reaction/ 13 reaction strength- cell button present with slight pink background (homozygous for e). B2-negative reaction/ 11 reaction strength- cell button present with slight pink background (homozygous for e). C2-negative reaction/ 12 reaction strength- cell button present with slight pink background (homozygous for e). D2-negative reaction/ 15 reaction strength- cell button present with slight pink background (homozygous for e). E2-negative reaction/ 19 reaction strength- cell button present with slight pink background (homozygous for e). F2-1+ reaction/ 41 reaction strength- visually positive (homozygous for e). Confirmed the reactivity of the e antigen on retentions crrid, lot id124, and crrid-extend I, lot dp040, with anti-e. The customer did not return patient sample for further serological testing.

Event description:
Customer reported unexpected negative reactivity when testing a patient sample with capture-r ready ID (crrid) on the galileo. Customer states that the sample visually appeared positive.